Event description:
An ipp device was implanted on 11/12/85. The right cylinder was revised on 11/21/86. Both cylinders were removed from the pt on 12/30/96, due to fluid loss-tubing above cylinder connector, and replaced.